Event description:
It was reported that during a meniscorrhaphy surgery, when surgeon used the ultra fast-fix, t2 had a premature detachment. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device showed the trigger has been fully advanced and is locked within the handle indicating a complete deployment. No ts or suture were returned. The depth limiter has been trimmed to the surgeons desired length. The needle is bent. Per the device IFU under warnings ¿do not bend delivery needle¿.